Event description:
It was reported that the product has presented problems with the adhesiveness, since it does not remain in the place for the period informed in the package leaf, for peripheral accesses it has not remained even for 24 hours, even if taking all necessary care in the fixation. To improve fixation they are using flexifix on top of IV. Nurse reports that increased cases of mechanical phlebitis due to the use of film because by any movement of the patient the catheter is moved or even removed from the patient.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. No complaint sample was received but the retained sample was tested and it was found it stayed in place when put onto the hand. When the dressing was peeled off the back of the hand, it pulled up the skin due to strong adhesive.